Event description:
Mdt rep reported patient's clinician called to inquire if patient can have other scans since MRI is not possible due to high impedance. Rep didn't have patient name or any information related to patient. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp) reported the first documentation of high impedance on the right electrode on contact 11 was noticed at an office visit on (B)(6) 2023 after the patient was unable to increase stimulation and their device giving them a ¿charge density warning.¿ the cause of the impedance issue wasn¿t determined. After this was identified the hcp noted ¿the right brain electrode was originally at 10-11 negative case positive, amplitude 3.8, pulse with 50 and rate 125. A brain survey was performed which demonstrated more activity on contact 9 compared to contact 10. Her dbs settings were explored on contact 9 as well as combination of 9 negative and 10 negative. She had moderate tremor control on 9 negative case positive, amplitude 2.0, pulse with 50 and rate 135.¿ the impedance issue was not resolved as of (B)(6) 2024 with the right brain electrode remaining on 10 negative case positive, amplitude 3.7 ma, pulse width 50 and rate 135 with a range of 2.0 to 4.1 ma. Contact 11 remained at over 5,000 ohms.